Event description:
New information notes that the patient was seen in clinic. The patient had been doing great and had not experienced syncope so no programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing. Programming changes were discussed, no intervention has been performed. The patient was asymptomatic to the event.